Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/06/2019. Serial number unknown. The customer had no patient information available. The customer declined to have the device evaluated and repaired by philips.

Event description:
The customer reported that the remote alarm connector on the central processing unit board is broken. The ventilator was in patient use at the time of the event. There was no patient harm reported. The event date was not specified; estimate used.